Manufacturer narrative:
The results of the investigation are inconclusive at this time, and the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID#(B)(4).

Event description:
A barostim system was implanted on (B)(6) 2023. It was noted that no changes to barostim therapy had occurred since (B)(6) 2024. Since (B)(6) 2024, the patient experienced increased hypotension, dizziness, and pre-syncopal episodes. The patient was hospitalized twice since (B)(6) 2024. The first hospitalization occurred after the patient had discontinued medications and received two ICD shocks. The second hospitalization occurred after medications were discontinued. The patient believed barostim caused the symptoms and hospitalizations, so barostim therapy was decreased on (B)(6) 2025. A follow-up was planned for three weeks.

Manufacturer narrative:
Updated fields: b4, b5, g3, g6, h2, h11. Cvrx ID# (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2023. It was noted that no changes to barostim therapy had occurred since (B)(6) 2024. Since (B)(6) 2024, the patient experienced increased hypotension, dizziness, and pre-syncopal episodes. The patient was hospitalized twice since (B)(6) 2024. The first hospitalization occurred after the patient had discontinued medications and received two ICD shocks. The second hospitalization occurred after medications were discontinued. The patient believed barostim caused the symptoms and hospitalizations, so barostim therapy was decreased on (B)(6) 2025. As of (B)(6) 2025, the patient had been feeling much better. In the opinion of the healthcare professional, while the root cause was unknown, barostim contributed to the patient's symptoms but did not contribute to the hospitalizations.